Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 of -10.0/1.5/086 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection/delivery into the eye left eye (os). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. The reporter states the cause of this event is unknown. The reporter also states that the device did not fail to perform as intended.